Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 freestyle libre sensors, both with unknown serial numbers. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported unspecified low reading issues with 2 adc freestyle libre sensors, as compared to an unspecified blood glucose meter. The customer reported that the low readings resulted in dosing of "too little insulin", and therefore "higher than desired blood sugar levels." However, the customer did not report of an adverse event, nor need for emergent self or third-party treatment, due to the reported issue. Therefore, based on the information provided, there was no report of serious injury associated with this event.